Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 . H6: investigation summary : our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of catheter tip integrity was not confirmed upon inspection of the sample. From the returned sample, a ¿v-cut¿ was observed on the catheter that matches the shape of the bevel, which could be caused by needle pierced through catheter. The assembly process was reviewed. If the needle pierced through catheter occurred during the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal. As the sample was used and returned without packaging, actual root cause could not be established.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 24ga the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: end-tip faulty. Found a crack of catheter end-tip.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 24ga the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: end-tip faulty, found a crack of catheter end-tip.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.